Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain in lower abdomen, incontinence and bladder leakage, inability to empty bladder, inability to hold urine during the night, and painful intercourse. No further information has been provided.